Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction on the intellivue multi measurement server x2. No sound was audible. The device was not used for patient monitoring at the time of the alleged malfunction.

Manufacturer narrative:
H10: the customer's issue was caused by a malfunction of the device. The problem is considered to be solved providing the information about the field change order and part ID for the replacement of the iv2-flex mechasy loudspeaker assembly (453564406631), which is considered as all that is warranted for this malfunction. The exact resolution for the reported problem remains unknown. Additionally, no further contact was established by the customer regarding the reported device and issue. The product remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.